Event description:
The account alleges the pt position module/bed exit is not loud enough to be heard outside of the pts' room. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.